Manufacturer narrative:
Philips service replaced the system disk and restored the software, returning the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start, requiring system disk replacement and software restoration on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.